Event description:
It was reported that the graftmaster stent came off of the stent delivery system (sds) balloon when the device was removed from the package. Reportedly, there was no patient involvement with this device. No additional event or patient information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and lot information has not been reviewed. We have not performed device history record review in this case. A supplemental report will be submitted with any relevant information.